Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer states that the catheter was intubated in the patient. The guide wire was inserted to replace the catheter. When the catheter was being removed, the tip of the catheter was broken. The tip of the catheter was caught in the guide wire by chance so the catheter could be removed with it. No medical intervention was done.